Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on 06-sep-2024 that the patient encountered infusion set leakage from tubing connector after insertion which results into the replacement of infusion set. No further information available.